Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of morphine. Per report, the "morphine syringe had infused completely, and it should not have. The pump was set to infuse at the ordered rate for the set weight". There was patient involvement but no harm. Additional information received: the customer states: "internal investigation revealed there was a user pump programming error, 2 bolus doses given off the syringe drip programmed and overdose causing the syringe volume to empty sooner than expected."

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction: unique device identifier (UDI)#, device manufacture date additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had a user programming error - morphine.

Event description:
It was reported an over infusion of morphine. Per report, the "morphine syringe had infused completely, and it should not have. The pump was set to infuse at the ordered rate for the set weight". There was patient involvement but no harm. Additional information received: the customer states: "internal investigation revealed there was a user pump programming error, 2 bolus doses given off the syringe drip programmed and overdose causing the syringe volume to empty sooner than expected".